Event description:
I use a philips dreamstation bipap machine for obstructive sleep apnea and from (B)(6) 2020 forward have consistently had problems with the machine. It seems like the humidifier plate is burning, as the machine often gives off a burning plastic smell. I've had chronic upper respiratory and sinus problems since that date and occasionally wake up sick to my stomach following overnight usage. I replaced the machine with a new model of the same machine in early 2021 and have continued to experience symptoms. FDA safety report ID # (B)(4).